Event description:
Same case as MFR# 2134265-2009-01227. It was reported that during an unspecified procedure a balloon rupture and a major dissection (type d) occurred. The lesion being treated was a subtotal 95% stenosed occlusion of the bifurcation of the proximal circumflex and ramus. During inflation, the 2.5x30mm and the 2.0x20mm maverick2 monorail balloons ruptured at six to eight atmospheres. The number of inflations is unk. A major dissection (type d) was noted. A 2.5x24mm unk stent was implanted in the ramus interventricularis anterior. The procedure was completed. The pt's condition is stable.

Manufacturer narrative:
.